Event description:
It was reported that, during the implant procedure, the r wave was small when tested with the analyzer. After the right ventricular (rv) lead was connected to the device, the r waves dropped from 12 to 4, so the sensing polarity was changed and then there was oversensing a portion of the p wave. The lead was unhooked from the device and reconnected and had the same problem. Finally, it was decided to reposition the lead and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).